Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during a turp case a bipolar cutting loop was visibly found broken and missing pieces in the bladder during the surgery. As the information indicates that there are missing pieces left in the bladder, a report is required.

Manufacturer narrative:
Result of investigation: the technical investigation of the returned product revealed that the neutral electrode is thermally discolored. In addition, the associated cable has most likely been damaged by the short circuit. Most likely, the damage has been caused by excessive force applied to the cutting loop during application, led to a break of the cutting electrode and by touching the neutral electrode creating a shortcut which, in the end, melts the electrodes. The event is filed under internal karl storz complaint ID: (B)(6).